Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stated a system message displayed during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system presented with lack of infusion during a fluid to air exchange. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported that during vitrectomy on (B)(6) 2017 there was lack of infusion pressure during the air/gas fluid exchange (fax). The system message (sm) displayed and was able to be reset to complete the case. Additional, related information was requested but was not obtained. Fluid-air exchange (fax) is a technique and step in vitreoretinal surgery and is primarily performed to introduce an intraocular air bubble which assists the surgeon in reattaching, flattening and/or repositioning torn or detached retinal tissue. This method provides air, has a much higher flotation force, and therefore has a more tamponade effect on retinal tissue than balanced salt solution (bss). Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the system was examined and the reported event was not replicated. The company representative was on site to witness the event. He confirmed that the system message occurred, but the system was functioning as intended. He informed the surgeon about the system message and the rationale for it. The company representative confirmed that the case went on without complications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).